Manufacturer narrative:
Patient city: (B)(6). Patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient faced infusion set adhesive issue on (B)(6) 2026. The patient reported that the infusion set tape was not sticking due to perspiration. No further information available.